Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests failed. A review of the shared data log confirmed the reported event of a loss of connection. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon feb 27 14:49:29 est 2017 with MFR# 3004753838-2017-08271. The ack3 was received on mon feb 27 14:49:29 est 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/19/2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.